Event description:
Films were received and their evaluation was completed. Angiogram images at implant show that the proximal neck is aneurysmal; measures (approximately) 20mm proximally along a 5mm length, expands to 30mm, and necks down to 17mm, 4cm below the renal arteries. The aaa measured approximately 6cm max. The main device was placed at the renal arteries with 1 stent apposing the proximal neck; stents 2 - 4 were unopposed to the aneurysm neck. The ipsilateral limb and single extension were placed on the right side. At final angiogram the neck is not excluded; however the aaa appears excluded. Films 2-months post-implant show no obvious endoleaks within the aneurysmal neck or aaa, and no stent graft issues.

Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of a 6.5 cm diameter fusiform abdominal aortic aneurysm approximately three months ago. The infra-renal neck angle was 30 degrees. The proximal aorta was 27 mm in diameter and 41 mm in length. The distal aorta was 29 mm in diameter. The right and left femoral arteries were 7 mm and 9 mm in diameter respectively. The right iliac artery was mildly tortuous with 20% stenosis and the left iliac artery was mildly tortuosity with 20% stenosis. It was reported that post the index procedure the patient had a type ia endoleak that was left uncorrected. The one month follow-up CT showed there was no endoleak. No additional clinical sequelae were reported.

Event description:
Additional information was received: it was reported that the one month CT shows no endoleaks. The proximal type I endoleak resolved without intervention. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Inherent risk of procedure (endoleak), lack of information (unknown cause of endoleak).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Evaluation method: films. Evaluation results: patient's condition affected effectiveness of device (short aortic neck), incorrect technique/procedure (using a device in a short aortic neck). Evaluation conclusion: device failure/lack of effectiveness related to patient condition (short aortic neck), operational context contributed to event (using a device in a short aortic neck). (B)(4).